Event description:
An operator of an advia 1800 chemistry analyzer splashed chemistry calibrator in her eye. She was wearing contact lenses at the time of the event and was not wearing personal protective equipment (ppe). The advia 1800 operator flushed out her eye out with water, and then went to the employee health department, where she was advised to seek an ophthalmological consult. The operator went to a medical doctor (ophthalmologist), who administered antibiotic eye drops. There were no reports of harm to the operator due to the chemistry calibrator being splashed in her eye.

Manufacturer narrative:
The customer was not wearing personal protective equipment when the splash occurred. The advia 1800 operator's guide contains the following warning, which instructs the user to wear facial protection: biohazard: all products or objects that come in contact with human or animal body fluids should be handled, before and after cleaning, as if capable of transmitting infectious diseases. Wear facial protection, gloves, and protective clothing. The operator should follow the recommendations to prevent the transmission of infectious agents in health-care settings as recommended by the (B)(6) in protection of laboratory workers from occupationally acquired infections; approved guideline - third edition. 2005. Clsi document m29-a3. This document contains complete information on user protection and it can be used as reference material for instructions on laboratory safety. The chemistry calibrator product insert includes the following cautionary statement: caution: this device contains material of animal origin and should be handled as a potential carrier and transmitter of disease. For in vitro diagnostic use. The instrument is performing according to specifications. No further evaluation of the instrument is required.